Manufacturer narrative:
Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation and since the device was not returned for evaluation, the possible cause and root cause of the reported issue could not be determined. A device history review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, that while using video system center, during an unspecified procedure. Blood was brown. And therefore, user could not identify structures and the type of bleeding correctly. But the user was able to continue the procedure normally. And completed it successfully without patient injury and delay with the same device. There were no reports of patient harm.